Event description:
The service report shows there was no audible alarm heard when the ac power cord was disconnected from the ventilator. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and found that the battery connector which holds the battery was too loose. The npb cse cleaned and tightened the connections. The unit passed extended self testing. No parts were replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.